Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. Visual inspection of the instrument noted the tube shaft was bent. Tacks were visible in the shaft. Functionally, the handle could be actuated. The remaining tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic umbilical hernia repair, while tacking the mesh, the shaft of the device broke. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.